Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that during a device interrogation for this patient who was lost to follow up the nurse noted high threshold and high impedance measurements for the right ventricular (rv) lead. A revision procedure was scheduled. At the revision procedure it was noted that the patient had twiddler's syndrome and had twiddled the rv lead. Subsequently the lead was surgically abandoned. No additional adverse patient effects were reported.